Manufacturer narrative:
(B)(4). Visual inspection of the returned item # 42517000505 lot # 64519752 found it to exhibit signs of repeated use and the anterior of the post feature has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp broke during dis-assembly at end of case. There was no consequences or impact to the patient.